Manufacturer narrative:
Product event summary: data files were returned and analyzed. No log files were returned from the filed, although the issue cannot be assessed through log file analysis. Four image files were returned from the field and reviewed. Images of 3d map reviewed and confirmed left ventricle ablation with use of radiofrequency (rf) energy. Images on fluoroscopy reviewed and confirm catheter within close proximity to rv lead. In conclusion, the reported ventricular fibrillation cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, at the initiation of radiofrequency ablation in the left ventricule apex facing septal, ventricular fibrillation was induced, necessitating cardioversion with a shock to restore sinus rhythm. The procedure was temporarily interrupted, and patient hospitalization was extended for an unclear duration. Subsequent pulsed field ablations and further radiofrequency ablations in the left ventricule apex and anteroseptal region did not induce additional ventricular fibrillation or unusual interactions. At the end of the procedure, interrogation of the implantable cardioverter defibrillator revealed device damage, with assessment of the lead cage pending. Medical intervention included replacement of the implantable cardioverter defibrillator. No further patient complications have been reported as a result of this event.